Event description:
It was reported that approximately six weeks prior, the patient experienced erythema, swelling, and warmth at the device pocket site. Two courses of oral keflex were prescribed with no improvement. Fluid was aspirated from the pocket and cultures were positive for methicillin sensitive staph aureus. The patient was placed on IV vancomycin and seven days later, a CT scan revealed no improvement. There was fluid and stranding consistent with an abscess surrounding the pocket. Induration centrally indicated that the leads could also be infected. Based on the lack of improvement on IV antibiotics and the patient's history, the decision was made to remove the device. The device was explanted without complication. The patient was placed on IV ancef and discharged two days later in stable condition.

Manufacturer narrative:
Other=warmth at pocket. Final device analysis revealed no anomalies. The ipg and leads were functionally ok.